Manufacturer narrative:
(B)(4). Additional information received: updated event description: it was reported by the sales rep that during a laparoscopic sleeve gastrectomy procedure, on the sixth firing with a blue reload, the device fired fine, but on the fourth stroke to return the knife to home position, the handle was fully compressed but the knife was about three millimeters too far into the channel and the jaws of the device would not release. After troubleshooting with sales rep and calling csc registered nurses, a small piece of metal was seen in the knife channel and after determining it was not part of the device it was removed from the channel using graspers. Upon removal, it was determined the object was a clip. The surgeon manually forced the knife into the home position using a marilyn grasper and the device was removed from the procedure. The sixth firing, the cut line was complete and all staples were formed. This was the final firing in the procedure. The difficulty opening the device caused a twenty five minute delay in the case. There were no adverse consequences for the patient. The analysis found that the long60a device was received in good visual condition and with a gst60b reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that the jaws of the stapler were stuck closed and wouldn't retract. No other information is known.